Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry. The issue was found during set up of the device. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d5, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported blurry image failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of the image failure is due to charged coupled device component failure. The most probable cause of the complaint failures are traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.